Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels of 550 mg/dl and moderate ketones. The cause was unknown. A bolus was delivered and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.